Event description:
It was reported that there were concerns of a premature battery depletion (pbd) for subcutaneous implantable cardioverter defibrillator (s-ICD) device. A battery depletion alert message appeared. Data analysis was performed and confirmed that the power consumption was increasing in a gradual fashion. A boston scientific technical services (ts) consultant recommended device replacement. Subsequently the device was explanted and successfully replaced. No additional adverse patient effects were reported.